Manufacturer narrative:
Addition h6: code 213-the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Addition h6: code 22-the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU) states that adverse events that may occur and/or require intervention include but are not limited to reintervention.

Event description:
The following was reported to gore: on (B)(6) 2018, the patient underwent endovascular treatment of a type b chronic aortic dissection using conformable gore® tag® thoracic endoprosthesis(ctag) and gore® excluder® aaa aortic extender endoprosthesis. On an unknown date, 2020, a follow up CT imaging revealed a false lumen enlargement (unknown amount) that caused by the blood flow from the re-entry at the descending aorta. A reintervention is planned.

Manufacturer narrative:
Upon further review of the file, this event has been deemed non-reportable as the reported re-entry tear was not in the field of treatment for this device. Therefore, this medwatch can be retracted.